Manufacturer narrative:
Additional catalog #: 72402105, 72402287. Additional lot/serial#: (B)(4). Analysis results: balloon performed within specifications. Cuff had operating room damage. Pump performed within specifications. Is sufficiently captured in our risk analysis. Is sufficiently included in the product labeling. The device was returned and analyzed. The result of the analysis was inconclusive, rated operating room damage - see analysis results above. No conclusion can be drawn.

Event description:
A (B)(6) female with anal atresia was implanted with an acticon device on (B)(6) 2008. On (B)(6) 2010, the entire device was removed and replaced due to fecal incontinence - could no longer inflate the device due to fluid loss.